Event description:
The customer reported the ventilators remote alarm connector had broken loose and there was no capability for an alarm connection. The customer reported the device was in clinical use and there was no patient harm. The manufacturer's service technician reported the customer told him that the cable was aggressively twisted while attempting to remove it, causing the connector to break. The service technician confirmed the remote alarm connector was broken off due to mishandling by the customer and prevented the remote alarm from sounding. The service technician replaced the main pcb board to complete the service. Applicable final testing was performed and tests passed to operating specifications.